Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order to resolve the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator experienced a transducer fault during set up prior to patient use. At this time, the customer has not provided any further detail regarding the reported event or whether or not there was any patient harm associated with the reported event.